Manufacturer narrative:
According to the customer, there were several gloves that were ripped before use. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, when trying to get gloves, there were several gloves from the small and medium gloves that were ripped before use.